Manufacturer narrative:
Concomitant products: product ID: 3387-28, lot# 0207588808, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-28, lot# 0207588809, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient had gait disturbance and a balance disorder following resetting stimulation parameters due to increase in tremor. Diagnostics included patient report and clinical observation on (B)(6) 2015. Actions taken included in-patient hospitalization, unscheduled clinic visit and reprogramming on (B)(6) 2015. No surgical intervention had occurred and none was planned. The outcome was resolved without sequelae. This was related to programming/stimulation. Patient's medical history included coronary artery disease, heart failure, hypertension, dyslipidemia, hyperlipidemia, statin oral medications, type 2 diabetes, oral medications and essential tremor.